Event description:
The account alleged the bed would not send a nurse call. No pt impact.

Manufacturer narrative:
The account replaced the side com cable, but the issue remained. No further information is available on the repair of the bed at this time.